Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. Date received by MFR reported in initial mw ¿ 436916 as may 20, 2017. The correct date is may 21, 2017. Part# corrected from 280.75s to 280.75.. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient outcome following the revision surgery is unknown.

Manufacturer narrative:
Device used for treatment, not diagnosis. Additional product code: jdo. (B)(4). Not explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(4). Sterile information needed on part 280.75s. Device history records review was conducted. The report indicates that the: DHR review for part # 280.75 lot # a3ky870, manufacturing date: 09 january 1998, manufacturing site: (B)(4). DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of dhs/dcs lag screw 12.7 mm thread 75 mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon had to remove a dynamic hip screw (dhs) on (B)(6) 2017 which was originally implanted on (B)(6) 2017. The hip screw portion cut out of the head. The implant itself did not fail, the bone quality was just poor. The surgery was completely successfully with no delay in surgery. No fragments were generated and no extra medical intervention was required. Concomitant medical devices (side plate 281.140, lot 5593750, quantity 1; 4.4 mm cortical screw unknown part, unknown lot quantity 4). This report is 1 of 1 for (B)(4).

Manufacturer narrative:
(B)(4). Sterile information on part 280.75s is corrected to a non-sterile part 280.275. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.